Event description:
It was reported that during an arthroscopy there was a pressure problem. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit 02-jan-2023: the pump was working all the time. It did not stop and hold the pressure. The pump should stop after a while but it did not. There was no harm for patient because they stopped the pump on touchscreen and started it when needed. In this way the surgery was successfully finished.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.